Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected in the lips with juvéderm® volift¿ with lidocaine ten days after the injection the patient was presented with symptoms of burning and tingling on the lips, which suggested herpes. However, this then turned into a purulent abscess on the patient¿s lips where the purulent collection found its own way to drain at the edge of the lip. After the clinical examination from the injector, it was confirmed that it was a purulent abscess of the lip. The hcp responded by performing drainage of the lips and prescribing antibiotic therapy, penicillin, i.m, 2400iu, metronidazole 500mg, chloramphenicol ointment locally. After 5 days of the mentioned therapy the hcp performed another incision of the abscess and changed the therapy to triax i.v. (7 days), dexamethasone im. (3days), chloramphenicol ointment locally, and metronidazole 500mg (7days) after which the swelling subsided. The patient also took a swab of the lip, which was sterile, and on the calm lip tissue with mild fibrin deposits the hcp applied hyaluronidase and left the patient on corticosteroid and antiviral per therapy. The patient recently contacted the hcp requesting that the injector apply hyaluronidase as the patient noticed that the accumulated filler in the middle of the lips was causing pain and tightness of the lip skin. Upon clinical examination, the filler was spontaneously coming out through the needle punctures and that the lip skin was extremely hard and fibrotic, and that with the injected hyaluronidase the injector could not resolve the hard and condensed product in the lips. The hcp believes that the problem was caused exclusively by the applied filler that the patient¿s body is rejecting as a foreign body.